Manufacturer narrative:
Further information was not available. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, the device recorded false atrial fibrillation but the patient was in sinus rhythm. No intervention was performed and the patient was stable.